Event description:
The manufacturer received information alleging a ventilator was not synchronizing with the pt. There was no harm or injury reported. The device was not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacture's investigation is complete.